Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.

Event description:
It was reported by the patient that post implant a realize band, during a routine fill in september, it was discovered that port and the tubing has been disconnected.